Manufacturer narrative:
Investigation conclusion:a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting a discordant sars result. Customer reported they had a negative sars test (unknown what type of test method or timeframe when test was taken) and the quidel qv sars test is positive. No confirmation testing was performed.